Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the 130187, electrosurgical suction coagulator 10f, device was being used on an unknown date during an adenoidectomy procedure when it was reported ¿surgeon reports a spark and a burn that came "through the insulated part of the suction bovie.¿. It was also reported ¿patient had a 1x2mm superficial burn to right upper lip.¿. The procedure was completed without the use of an alternate device. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Event description:
The customer reported that the 130187, electrosurgical suction coagulator 10f, device was being used on an unknown date during an adenoidectomy procedure when it was reported "surgeon reports a spark and a burn that came "through the insulated part of the suction bovie." T was also reported ¿patient had a 1 x 2 mm superficial burn to right upper lip." The procedure was completed without the use of an alternate device. There was no report of medical intervention, or extended hospitalization for the patient or user. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event cannot be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. (B)(4). Per the instructions for use, the user is advised to use lowest possible power setting on the associated electrosurgical unit capable of achieving desired surgical effect. Activation time should be as short as possible. Do not directly secure the cable with metal instruments to surgical drapes. Activation when in contact with metal instruments may cause burns at the tissue/instrument interface. To avoid burns never allow cable associated with this device to be in contact with skin of patient or touching operator. Do not permit the cables connected to these devices to be parallel and in close proximity to the leads of other electrical devices. Do not test by sparking the active electrode to the patient plate or other objects. Always place unused electrosurgical accessories in a safe insulated location such as a holster when not in use. We will continue to monitor per regulatory requirements to help ensure patient safety.